Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose reached 680 mg/dl. Elevated blood glucose was addressed via manual insulin injection. Customer changed pump supplies to address the issue and resumed insulin delivery.